Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states they feels well and states that no medical attention is required. Customer states the strips have been open for more than 120 days. Reviewed meter memory lo, (B)(6) 2015 04:10:00 pm, fasting: no. 163mg/dl, (B)(6)2015 10:40:00 pm, fasting: yes. 67mg/dl, (B)(6) 2014 03:22:00 pm, fasting: no. 54mg/dl, (B)(6) 2014 08:13:00 pm, fasting: no. 124mg/dl, (B)(6) 2014 11:10:00 am, fasting: no. Customers concern: customer is concern with result lo taken on (B)(6) 2015 at 4:10pm. Check memory and the control solution test shows 430mg/dl. No adverse event reported.